Manufacturer narrative:
Additional information: h4: the lot was manufactured between february 6-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a flow issue; there was about 50ml of residual liquid. This was observed after two (2) days of patient infusion. The residual fluid was "not reduced for a long time". The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.